Event description:
It was reported that the dependent patient presented to the emergency room experiencing dizziness and shortness of breath. Upon review, it was discovered that the right ventricular lead exhibited loss of capture and it was noted that the lead fractured. The lead was explanted and replaced. The patient was in stable condition.